Manufacturer narrative:
No patient was present at the time of event. Device manufacture date was not available at the time of this report. The tap was confirmed to have bone matter which occluded the canula.

Event description:
A medtronic representative reported the received tap 5.5 was clogged and replacement was requested. There was no patient present.